Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during a hepatectomy procedure, in the beginning of the surgery, when they started to use the device, it became warmer and the teflon piece broke off the harmonic and it failed. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch m92m9gc. Additional information received: what is the correct batch or lot number for the reported the device? The correct lot number is m92m9gc. The device listed is a harh36, but the event description references a harh7. Harh7 is not a valid product code. What is the correct product being reported? The correct reference is harh36. Could you please provide information as to the failure of the second device? The failure was basically in the same way and in the same tissue, the liver. The harh36 began to warm until the pad fall off. It was completely recovered from the patient and no damages were detected in the patient. It was in the same surgery, with the same surgeon who is very experience in the use of harmonic technology. They opened another harh36 from the same lot number, and it works properly.

Manufacturer narrative:
(B)(4). Batch # n92m9g. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.